Manufacturer narrative:
The tech found the brake pedal was bent and the main bearings broken. He replaced the brake/steer pedal and bearings to repair the bed.

Event description:
Info received indicates the brake pedal slips into the neutral position after the brakes are set.